Manufacturer narrative:
Concomitant products: model: 1188t, competitor lead; implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), and high rate non-sustained episodes. Also noted were two alerts for high rv pacing impedance. Reprogramming was completed to disable ventricular fibrillation (vf) detections. The lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.